Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 8 events were reported for this quarter. Product return status 8 devices were received. Additional information 8 devices were not labeled for single-use. 8 devices were reprocessed or reused.

Event description:
This report summarizes 8 malfunction events in which the device had small pieces breaking off. - 8 events had no patient involvement; no patient impact.

Event description:
This report summarizes 8 malfunction events in which the device had small pieces breaking off. 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
Additional information: 8 devices were not reprocessed or reused.